Event description:
Complainant alleged that while attempting to treat a patient the device prompted a "change battery" message. The clinicians at the scene were able to deliver one successful shock to the patient after this prompt. On the following "shock advised" message, the device charged but self-discharged energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.